Event description:
It was reported that during a total knee procedure, two blades broke. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported that the surgeon continued to use the handpiece to complete the procedure.

Manufacturer narrative:
The two blades subject to this investigation were not returned to the manufacturer for eva, if the product is received, an eval will be performed and a follow-up MDR will be submitted. Lot number info has not been provided to permit further investigation.